Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the additional tool required after the physician fully deployed the stent before removing it.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the product did not perform as expected. The first flange was successfully deployed; however, it did not fully open and expand as intended. After waiting several minutes, there was no change in the stent expansion. The stent was re-sheathed, and a second attempt to deploy was made; however, there was significant resistance, and the stent again failed to open. The stent was subsequently fully deployed and removed, and the procedure was completed using another device. There were no patient complications reported as a result of this event.